Event description:
It was reported that this right atrial (ra) lead exhibited a lead safety switch (lss) due to high out of range pacing impedance. The device was reprogrammed. The lead subsequently exhibited oversensing of noisy signals during manipulations. The automatic gain control (agc) was reprogrammed. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).